Event description:
A percutaneous tracheostomy was performed with some compression of the trachea during dilator insertion; the compression was deemed not excessive. After insertion of the tracheostomy tube, and tidal could not be obtained. Eventually a bronchoscope was passed through the trachea and a laceration though the trachea into the right pleural space was evident. The patient developed a pneumothorax and required chest tube replacement. The patient went for an urgent median sternotomy and repair of a 3 to 4 centimeter lateral laceration of her distal trachea. The patient was discharged on 12/10/98 to rehab, however, she was readmitted with a te fistula that required diversion and drainage on 12/23/98.